Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2016. It was reported that the patient underwent mesh revision surgery on (B)(6) 2016 and another surgery to remove the mesh on (B)(6) 2016. It was also reported that patient experienced abscess, exposed mesh, abdominal pain, fever, chills, infection, recurrent hernia, bleeding and obstruction. No additional information was provided.